Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure there were four patients that experienced posterior capsule tears (pc tear). The surgeon suspects the irrigation/aspiration tip to have caused the pc tears. This report is for the fourth of the four patient for this reported event. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified as sterile lot 112062m. A device history record review for the lot was conducted. No anomaly was found during the device history record review. The product was released based on alcon¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history review indicates this is the second complaint associated with the reported lot. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to alcon¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).